Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The plate is broken at hole c and hole g. There are scratches and dents visible. All dimensions relevant to the function of the product were measured and found to fulfill the specifications. Additionally, the material was checked against the material certificate with the result that the correct material was processed. Based on this information, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. The exact reason for this problem could not be determined; however, it is likely that an overloading situation and/or strong body / bone movement from the patient led to this damage. Product investigation summary: device history record review: manufacturing site: (B)(4) - manufacturing date: september 19, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the device was received for evaluation, confirming that the explant/revision procedure did take place. Also received was a broken screw. It was confirmed that the screw broke during the revision procedure. As this event is separate from the post-operative breakage of the plate, it will be captured in and reported under linked complaint (B)(4).

Manufacturer narrative:
This report is for an unknown locking compression plate (lcp) distal femur plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Unknown exact date; reported as six month prior to alert date of (B)(6) 2016. Scheduled for (B)(6) 2016; it is unknown if the device was explanted as scheduled. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) distal femur plate broke six (6) months post-operative. The removal procedure of the broken implant was scheduled on (B)(6) 2016. It is unknown if that procedure occurred. This report is for an unknown locking compression plate (lcp) distal femur plate. This is report 1 of 1 for (B)(4).